Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the nurse was having issues with cooling and when they powered the arctic sun device on it alerted that the reservoir was empty. Biomed needs help troubleshooting device that nurses reported was not cooling. Transferred for assistance. Sn #(B)(4).

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue could not be identified. Biomed needs help troubleshooting device that nurses reported was not cooling. Transferred for assistance. Sn #(B)(6). The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the nurse was having issues with cooling and when they powered the arctic sun device on it alerted that the reservoir was empty. Biomed needs help troubleshooting device that nurses reported was not cooling. Transferred for assistance. Sn #(B)(6). Per additional information updated from ttm on 25feb2025, biomed had the arctic sun device alerting low flow. Sn#(B)(6).